Event description:
The customer indicated that the acuity central station in the central monitoring room froze, there was no response from the keyboard. This resulted in a loss of centralized monitoring. The customer rebooted the system to restore normal operation. There was no reported of pt harm associated with this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.